Event description:
Information received a smiths medical cadd cassette reservoir with volume of 240 milliliters of taxol was infusing when high pressure alarm rang all night. The pump was stopped at 4:00 am and was suppose to infuse for 27 hours. No patient injury reported.